Event description:
It was reported that the patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (sicd) system. The doctor programmed the system off and implanted a transvenous system. The sicd system remains implanted. There were no additional adverse patient effects.